Event description:
It was reported that the left monitor on the 9600 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The connection was re-seated during the service call. The customer cancelled the service call. A f/u report will be filed when add'l details become available.